Event description:
It was reported that fluoroscopy revealed externalized conductor. All electrical parameters were normal. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.